Event description:
It was reported that pump declared altitude alarm and customer experienced interruption in use. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, and pump resumed normal operation after customer received tips from technical support on how to prevent future altitude alarms, with no additional issues reported.